Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release.

Manufacturer narrative:
The findings of the last echocardiographic review were unavailable. As the valve was not available for analysis, no further investigation can be performed. Given the late occurrence of endocarditis after implant, and confirmation from the site that the valve was functioning well prior to the event, it is reasonable to conclude that the endocarditis was related to patient factors, and not related to the device.

Event description:
The manufacturer was notified of the following event via the sure avr registry: a patient who received percevals on (B)(6) 2014 died due to cardiovascular mortality. Endocarditis has been reported since 2014 reports. Patients's clinical history included left ventricular hypertrophy. Additional information received from the site indicated that the valve was working properly prior to the patient's death. The patient had a high fever and underwent antibiotic therapy before expiring. It is unknown whether blood cultures were performed.

Manufacturer narrative:
No autopsy performed - not explanted.

Event description:
The manufacturer was notified of the following event via the (B)(4) registry: a patient who received perceval s on (B)(6) 2014 died due to cardiovascular mortality. Endocarditis has been reported since 2014 reports. Patient's clinical history included left ventricular hypertrophy.